Event description:
The customer reported via phone call that the insulin pump reset itself and alarmed failed self-test. The customer received another failed self-test alarm after performing the rewind process again. Customer's blood glucose level was 164 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.